Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked case battery tube and cracked case corner belt clip rails. The test reservoir does not lock in place and unable to perform the displacement test or verify e/a alarm due to the missing retainer and broken reservoir tube lip. (B)(4).